Event description:
Senseonics was made aware of an incident where user was hospitalized and was unable to respond to our calls. A follow-up call was made to gather additional information regarding the hospitalization. As the user could not be reached and the call was forwarded to voicemail, a message was left including the reason for the call, a contact phone number, and operational hours. The user was encouraged to return the call.

Manufacturer narrative:
The user was hospitalized and was unable to respond to our calls. A follow-up call was made to gather additional information regarding the hospitalization. As the user could not be reached and the call was forwarded to voicemail, a message was left including the reason for the call, a contact phone number, and operational hours. The user was encouraged to return the call.